Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station displayed a black screen and was offline in rss. The customer reported that after completing inventory and attempting to sign off, an error message with a frown face appeared indicating that the station needed to restart. Following the restart, the station displayed a black screen with a blue password entry box. Multiple reboots were performed; however, the station continued to return to the same screen and remained unusable. The customer indicated that the affected station is a trauma pyxis and requested urgent assistance.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) .a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer found the data cable for the solid-state drive was loose, reseated the data cable on the solid-state drive and verified that the system booted normally. Confirmed user access through the med application using the inventory account. The system functioned as intended after the field service engineer repaired the device.